Event description:
A core temperature was taken by the nurse. It was recorded as 98.1 approx. Five minutes later the physician requested that the temp. Be taken by another method. The temperature was recorded as 102.1 axillary. The patient died within 4 hours of this event. This patient was being treated for sepsis for the past seven days and was very ill. He was "no code blue" status. When the discrepancy was reported to biomed the machine was calibrating correctly. User error was identified as probable cause. The ivac representative is working with nursing education to provide continuing inservice educationdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. The device was not destroyed/disposed of.